Manufacturer narrative:
The insulin pump alarmed with button error and had no button response due to corroded keypad traces. The pump was received with cracked casing at a display window corner, cracked casing at the battery tube threads area, and minor scratches on the display window. (B)(4).

Event description:
The customer's father reported via phone call that her son's insulin pump had unresponsive buttons. The patient's blood glucose at the time of incident was 208 mg/dl. The father discovered this issue when his son was programming a bolus; none of the buttons responded. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.